Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in (B)(4). Additional info will be provided upon conclusion of the MFR's investigation. Track wise ID.

Event description:
As stated by the customer on the 2010-(B)(6): client was in his bed, nurse had administered on enema, and staff brought over arjo marisa lift to transfer client to wheelchair for transport to the bathroom. Client was positioned on sling, and the sling was attached to the arjo fork. Staff moved to the rear of the lift in order to control the fork and use the remote control. Client was lifted from the bed. Staff backed the lift away from the bed. Client had a spasm and kicked the left clip at the foot end of the sling. The clip popped loose and the sling dumped the client onto the feet of the lift. His head sustained a laceration... (B)(4).